Event description:
Patient admitted to the operating room (or) for an ortho hardware removal. Healthcare provider attempted to remove screws with appropriately sized screwdriver. All four screw heads broke in the same way - about 8mm of shaft attached to the heads. The fragments were removed using trephines.